Event description:
It was reported that the patient had left ventricular assist device (lvad) implanted on (B)(6) 2022. Post operatively, the patient was admitted to the intensive care unit (ICU) after cardiogenic shock. A few hours after admission, patient was noted to be hypotensive, peri-coding, and experienced low flow alarms as low as 1.6 liters per minute (lpm) with mean arterial pressures (map) in the 40's mmhg. It was noted that the patient's continuous norepinephrine infusion has run out and was restarted which stabilized the flows and map. The patient was also on inotropic support and inhaled epoprostenol for right ventricular support. Hemodynamics and end organ function was to be monitored. As of (B)(6) 2022, the patient remained on a continuous milrinone infusion to treat the cardiogenic shock.

Manufacturer narrative:
Patient identifiers has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2022, the patient reported an implantable cardioverter-defibrillator (ICD) shock and the device was interrogated which showed inappropriate shock for atrial fibrillation as opposed to a true ventricular tachycardia (vt). The patient received amiodarone bolus and the ICD settings were reprogrammed. The patient was also on inotropic support and inhaled epoprostenol for right ventricular support. Hemodynamics and end organ function was to be monitored. As of (B)(6) 2022, the patient remains on continuous milrinone infusion to treat the cardiogenic shock and on inotropic support for more than two weeks post lvad implant. On 15jun, additional information was received that the right heart failure resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas serial number mlp-032058. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 17may2022. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists right heart failure, infection, cardiac arrhythmia, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the arrhythmia resolved on 27may2022, the right heart failure resolved on 10jun2022 and chronic systolic heart failure resolved on 13jun2022.